Event description:
The customer reported hemoglobin failures for the quality control material when using the unicel dxh 800 coulter cellular analysis system. Patient samples were not run. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and found a cloudy hemoglobin chamber and replaced it. The system performance was verified. (B)(4).